Event description:
Physician brought the patient back into the or due to infection and removed the entire inspire system. Physician placed a drainage tube and prescribed antibiotics after the procedure.

Event description:
Patient presented to the physician with a swollen, red, potential infection at the chest incision. Physician drained, cleaned the area, and prescribed topical and oral antibiotics. Patient presented back to the physician with infection and draining from the chest incision. Physician has scheduled the patient for procedure to remove the inspire system.